Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia during the reported event period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was suspended multiple times due to empty insulin cartridge, incomplete fill tubing process, and occlusion. The ilet appropriately alerted for each event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set in addition to a failure to maintain the device to ensure continuous insulin delivery by not replacing the cartridge when needed, not completing the fill tubing process, and not promptly responding to an occlusion alert.

Event description:
On 6/11/24 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On 6/12/24 a beta bionics customer care agent followed up with the user about the event. The user reported on monday ((B)(6) 2024), their bg rose, prompting an infusion set site change and manual injections, but bg did not fully return to range. By tuesday ((B)(6) 2024), the user experienced vomiting with bg levels over 400 for about 12 hours prompting an emergency room visit. At the hospital, a bent infusion set cannula was discovered. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. Upon admission, the user had a ph of 7.25 and bg of 559 mg/dl. The user reported feeling dizzy but quickly recovered with IV insulin therapy. The user plans to resume using the ilet after discharge, with training for a new infusion set scheduled for the following morning.